Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a velocity delivery microcatheter (velocity) and a non-penumbra sheath. During the procedure, the physician advanced the red72 to the target location in the right mca and initiated aspiration for 90 seconds and completed the first pass. While attempting to remove the red72 for flushing, the physician felt some resistance. Then, the physician attempted to remove the red72 with more force and encountered resistance again. Subsequently, the physician felt the catheter release and removed the red72 from the patient. Upon removal, it was noticed that the distal part of the red72 had broken off in the patient artery. The broken part of the red72 got lodged at the junction between external carotid artery (eca) and internal carotid artery (ica) arteries. It was reported that the broken part of the red72 was a single piece. Then, a snare device was used to retrieve the broken part of the red72 from the patient vessel. The procedure was completed using a non-penumbra catheter, the same velocity, the same sheath, and the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 confirmed that the catheter was fractured. Evaluation revealed stretching at the fracture site. This stretching is likely due to the retraction against resistance as described in the reported event. If the red72 is retracted against resistance, the device may stretch and subsequently fracture. Further evaluation revealed that the distal fractured segment was fractured and kinked. This damage was incidental to the reported complaint and likely occurred during snaring of the device. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.